Event description:
Received info from ivc legal alleging a consumer almost died from a bacteria infection caused by the filter on the concentrator.

Manufacturer narrative:
Incident allegedly occurred in 2009. Filter described within the complaint is the gross particle intake filter. The device incorporates a high efficiency filter through which the oxygen passes before available at the pt port outlet. User was not aware of the presence of this output filter. It has not been established that the MFR's device was the source of the alleged infection. MFR learned that the pt was also using a humidifier with this device.